Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe reacted with a chemotherapy preparation. No injury or medical intervention.

Manufacturer narrative:
There is not enough information to perform a meaningful investigation. DHR/qn review cannot be performed due to lot# not having been provided. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.